Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned.  The device will be returned for analysis and further information will follow once the analysis has been completed.  No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was no longer beeping during the alarms and alerts. The customer¿s blood glucose during the incident was unknown. The device did not pass troubleshooting. Customer reported that they did not hear beeps when audio volume settings were saved. The customer was advised that the pump will need to be replaced. The customer was advised to revert to backup plan per health care professional instruction. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during selftest due to broken trace at pin on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63.